Manufacturer narrative:
(B)(4). Device evaluated by manufacturer - the device has a kink at 14mm from the tip while in the neutral position between ring 1 and 2. In addition the ring #1 and #2 have broken adhesive and fluids under them. The ablation was verified by using the maestro generator 4000 and the device was found within specifications. Electrical test was performed and the device was found within specifications. The steering knob and the tension control knob functioned properly on both lock and unlock positions. The right and left curves are placed in the template shaded areas, the device passed the dimensional test. However, the device has a kink at the distal section at 1.5mm from the tip. X ray analysis revealed that the center support is kinked. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 06jan2016. It was reported that power issue and the curve damage occurred. During use of the intellatip mifi xp temperature ablation catheter the physician encountered power loss when delivering as little as 9w of power. The catheter was removed and it was noted that the curve was damaged. No patient complications were reported and the patient status is stable. However, analysis revealed broken adhesive between the electrodes.